Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 427 mg/dl at the time of the incident. The customer was trying to set up a dual wave bolus but they did not have it turn on. The customer was assisted with programming the insulin pump, by turning on the dual square wave option and setting up the dual wave bolus. The insulin pump will not be returned for analysis.